Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter. The patient underwent surgery to replace the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.